Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon was firing the 3rd clip across the cystic duct when he observed that the clip had turned sideways in the jaws. The surgeon stopped firing and manually removed the clip which now was wedged in the jaws. He removed the device and fired the fifth clip as a dry fire. The clip was formed properly and had fed into the nose of the device correctly. He then re introduced the applier into the cystic duct and fired a pear shaped clip. The surgeon removed the device and pulled the clip off of the artery. He fired a dry fired clip that formed properly and then he used two more clips from that device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.